Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board was out of specification. It was also noted that the ring and side bail covers were contaminated, the battery contacts were compressed, the ring bail was bent, the battery drawer was contaminated, the keyboard was scratched and the display was missing pixels.

Event description:
It was reported that the external pulse generator could not pass its initial self-test. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.